Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During the evaluation, the tubing from the active exhalation adapter was found to be disconnected, indicating evidence of tampering. The tubing was reconnected to address the issue.